Event description:
It was reported that the spindle cap of the superion indirect decompression spacer detached during an implant procedure. It was noted that the driver did not produce its usual sounds and instead emitted a tight, unusual squeak. The physician removed the nearly fully deployed spacer and tested the opening and closing mechanism, confirming that the spindle cap appeared intact. The spacer was re-inserted without difficulty; however, final imaging revealed that the spindle cap had popped off. As a result, the procedure was extended by approximately twenty to thirty minutes but was successfully completed using a new device.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Analysis of the returned device revealed the spindle cap was cracked at two edges. The damage was sufficient to preclude functional testing. The damage to the implant indicates failure was likely due to a combination of deployment against resistance such as bone and gross articulation of the inserter. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.